Manufacturer narrative:
The manufacturer has completed the investigation of an allegation a patient became disconnected from a ventilator and expired. The ventilator was returned to the manufacturer for evaluation. The ventilator passed all testing and was found to operate and alarm as designed. The ventilator's display screen was observed to have a "whitish" appearance and was replaced. The ventilator's downloaded event logs were reviewed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the day of the reported event, 10/06/2017, two patient circuit disconnect alarms were logged. The duration of the patient circuit disconnect conditions were 47 seconds and 9 seconds. Both were acknowledged by the caregiver as evidenced by alarm silence/reset keypresses. The manufacturer concludes the ventilator operates and alarms as designed and did not cause or contribute to the reported event.

Event description:
The manufacturer received information alleging a patient became disconnected from a ventilator and expired. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.